Manufacturer narrative:
An event regarding altr involving a metal head was reported. Rom was confirmed following a clinicain review, altr could not be confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated ii october 2011 which indicated: [...] The articulating and distal surfaces of the head are shown. Damage was observed on the distal surface of the head as shown. This damage is consistent with contact against a hard object. The taper of the head is shown with damage and debris being observed. The damage is consistent with contact against the stem trunnion. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis.[...] Material analysis: a material analysis has been performed. The report concluded: damage and debris were observed on the stem trunnion and head taper. Damage was also observed on the distal surfaces of the head and insert. Scratching was observed on the articulating surface of the insert. This is a common damage mode of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the stem debris was consistent with the stem base alloy, biological material and a corrosion product, and the head debris was consistent with a corrosion product, the stem base alloy, biological fixation and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar, contributing to overload in the bearing with secondary corrosion and altr causing pain and requiring revision. Does the review identify any procedural related factors that contributed to the event? - cup malposition in low effective inclination and high anteversion .- inappropriate use of an asymmetric liner. - low implantation position of the stem requiring a skirted femoral head for compensation with increased risk on impingement as side effect. Does the review identify any patient related factors that contributed to the event? - prior pelvic deformity due to trauma - no information about potential overweight condition of the patient. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot . Conclusion: a review by a clinical consultant concluded: [...] Complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar.[...] Additional information, including operative reports, histpathology reports, progress notes and MRI scan are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner. The patient came in complaining of pain. A CT scan was done which showed fluid accumulation around the hip joint. Update 16 oct 18: a review by a clinical consultant has identified an unknown shell ( possibly secur-fit shell ) and stem in malposition.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner.